Event description:
Information was received from a company representative (rep) regarding their external device. The company rep was reporting "connection interruption messages". The company rep stated that mid surgery when connected to the pump, she got the message that the application (app) needed to be restated. The company representative (rep) stated that the app needed to be updated and she did that while on hold and wondered if that fixed the issue. Agent reviewed leaving app idle could cause a session to end. The company rep stated she was not gone very long. The company rep confirmed she ended sessions properly and would see if updating the software improved the issue. Additional information was received from the company representative who reported that the issue was not resolved as it had happened again since updating the app.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.